Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two prostar xl devices are being filed under separate medwatch manufacturing report reference numbers.

Event description:
It was reported that suture placement with three prostar xl devices were attempted in the left common femoral artery (lcfa) and the right common femoral artery (rfca) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 8fr upsized to a 20fr sheath. Reportedly, it was not possible to re-insert the guide wire with the "soft end" in two prostar xl devices. The wire was turned around and used with the stiff back to re-access the vessel. The sutures of the prostar xl devices were placed correctly; however, hemostasis was not achieved following completion of the evar procedure. A cut-down and a "patch plastic"s was performed to seal the punctured vessel. An unknown device failure occurred with a third prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was not possible to reinsert the guide wire in the guide wire canal with three prostar xl devices. Two prostar xl devices were used on the large hole puncture site. The other prostar xl was used on the small hole puncture site. No additional information was provided.